Event description:
The customer reported that the touchscreen was not working.the unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.

Manufacturer narrative:
Date of report: 03/14/2019. Date rec¿d by MFR: 04/22/2019. Failure analysis on the returned touch screen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.